Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced elevated blood glucose in the 200s after waking, with insulin running low during the event, and no observed leaking, moisture, or device alerts; glucose returned to normal after a walk, and troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included no long-term impairment or medical intervention. Investigation included user interview and troubleshooting. Investigation of this case revealed no device malfunction or component failure and no evidence of infusion set or reservoir issues, with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.